Event description:
It was reported that during a lap hysterectomy, ¿relax pressure on blade¿ was displayed when the device was used for a ligament. The blade was broken off inside the patient when the device clamped the ligament again and was reactivated. The broken piece was retrieved from the patient with a forceps via a trocar. There was no bleeding due to the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).additional information: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure."